Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information was also requested.

Event description:
The customer reported that the ventilator has a battery failure. The customer reported that the unit was in use on patient, but there was no patient harm.